Manufacturer narrative:
Complaint no: (B)(4). The occurence date was approximated to the month of (B)(6). The device was received and the evaluation was completed to investigate the reported issue. Visual inspection revealed that the luer lock collar was disconnected from the luer lock and had moved back along the tubing. Additionally, it was observed that the luer lock end was deformed. The reported condition was verified through evaluation. However, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp solution set¿s tubing broke. This occurred during infusion of an unspecified drug. There was no patient injury or medical intervention associated with this event. No additional information is available.